Event description:
A patient sample was tested for troponin (accu tni) and a result of 1.18ng/ml was obtained initially. The system is set to reflex high results and second result was 0.45ng/ml. The result of 1.18ng/ml was reported out of the lab. On the same day, the primary sample tube was retrieved by customer and was noted to be a "very short draw". Remaining sample was aliquoted into an insert cup and re-tested and a result of 0.07ng/ml was obtained. A corrected report was sent. It is unknown if patient treatment was affected in connection with this event.

Manufacturer narrative:
The sample was collected in a 13x75mm serum or plasma tube without gel separator, and it was centrifuged at 4,000 rpm for 10 minutes. Qc was in range prior to the event. A system check run in early 2009, initially failed, but upon rerun, passed all specifications. There were no event log messages associated with this event. A field service engineer (fse) was dispatched: the fse performed hardware verification and no hardware issues were identified. The fse performed a system check which passed. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.